Event description:
The hospital reported that while doing an evh case using the vh-2000 that the patient's abdomen was noticed to be expanding. The case had just begun, the surgeon elected to discontinue the procedure and the patient was reported to have no complications afterwards. Surgeon elected to complete the procedure two days later using an open leg approach. No patient complications reported.

Manufacturer narrative:
Investigation details: after the procedure, the hospital discarded the product. Since the product was not returned to MFR for evaluation it will be difficult to confirm the reported problem.